Event description:
It was reported that the procedure to treat a de novo lesion in the subclavian artery with heavy calcification and heavy tortuosity. The 9x39mm omni link elite balloon expanding stent (bes) was attempted to be advanced to the target lesion; however, the bes failed to cross due to the anatomy. The stent became dislodged; therefore, the bes was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that the stent delivery system interacted with the heavily calcified and heavily tortuous lesion during advancement, as resistance was noted, resulting in the reported failure to advance and subsequent stent dislodgement. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.